Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient had experienced shadowing and color desaturation. The iol was exchanged for another lens after 3 months following the initial implant procedure. The clinical reason given for the explant was ¿patient dissatisfaction¿. Additional information was requested. There are two medical device reports associated with this patient. This report is for one of two eyes.